Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the trigger / slider was blocked, jammed and was moving heavy. It was further determined that the magnetic detector had a broken trigger due to a fall or shock. It was further determined that the device failed for check proper function of the triggers, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and for check response of on/off trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.